Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1927bcf-45. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unapckaged ar-1927bcf-45 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire® batch 15357423 was received for evaluation. Visual inspection noted that the inserter was returned with the anchor still attached to its tip. Evaluation of the anchor revealed that the implant was broken in half, and the resulting fragments from the break were not received for assessment. Additionally, the remaining anchor threads appeared warped. No damage to the sutures or inserter was noted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.